Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine was having a 'failed drawer' they tried to recover but still the issue had persisted. The field service engineer was found the pocket was failed to recover, and the lid would not open, indicating a mechanical or software issue with the pocket. Then the service engineer attempted to resolve the issue by ejecting and reseating the pocket in hta, but the problem persisted. Consequently, they ejected the pocket entirely. The pharmacy loaded the medications into a new pocket once it arrived. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where drawer e4 failed to open, thereby hindering the customer from accessing the medications. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.